Event description:
On initial contact, dentist reported handpiece overheating, getting hot and burned patient. Office was contacted on 06/03/2009, 06/06/2009, 06/09/2009 and 06/18/2009 to obtain additional information, but unable to obtain information and details regarding event.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Damage was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.